Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump alarmed very fast with no message displayed. The batteries were replaced but the malfunction was not resolved. The patient used a back pump to resume the life sustaining infusion. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: returned device was received with damaged housing and scratched screen. No evidence of reported problem in event log was found. During the evaluation the device was started in application, no problems found with beeping. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.